Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, and was assumed to have been pieces of rubber material. However, it was not possible to further presume the cause of the suggested phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air and water nozzles were clogged and the draining function was reduced due to insufficient cleaning. In addition, the bending angle was insufficient due to the elongation of the angle wire, the curved rubber adhesive part was missing, the curved rubber adhesive part was cloudy, the tip cover was crushed, the tip cover was burnt, the objective lens adhesion part was cloudy, the adhesive part of the lighting lens had come off, the image abnormality (dive flare) was recognized, the switch button 4 was worn out, the watertightness of the up/down knob was not maintained and was corroded, the air/water supply cylinder paint was peeling, the switch button 1 was worn out, the suction cylinder was scraped, the forceps plug cap had been scraped off, the wrinkles were observed in the universal cord, and the suction cylinder paint was peeling. There were also scratches on the curved rubber, the insertion tube, the switch button 2, the objective lens, the grip and the universal cord and the scope connector side of the universal cord. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had air/water supply failure. Upon inspection and testing of the returned device, had clogging of nozzle with foreign matter. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the air/water nozzle found during evaluation.